Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 330 mg/dl at time of event. Customer was admitted to the emergency room for diabetic ketoacidosis and was treated intravenously with an insulin drip and admitted into the hospital the following day. Customer's blood glucose was 334 mg/dl at time of admittance. Customer was treated intravenously with saline and insulin, and was released from the hospital the same day. Root cause for occlusion alarms was not determined and customer reverted to an alternate method of insulin therapy.